Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased express bolus and escape buttons dome switches. No button error alarm during our testing. No unlocked lcd keypad connector. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via telephone call that the bolus button was not fully responsive. The blood glucose reading was 588 mg/dl. The caller was advised that the customer should discontinue the insulin pump and revert to a back up plan per a health care professional's instruction. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.